Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was around 400 mg/dl. Troubleshooting for high blood glucose found the customer was feeling tired as a result of their high blood glucose. It was also found the customer's insulin pump passed all functional testing. The customer's settings were also correct. The customer could not determine if their cannula was bent as they had removed it before the call. A no delivery alarm and an auto off alarm was also discovered in the customer's alarm history. Customer also reported several air bubbles when they were filling their reservoir. The customer was advised to monitor their blood glucose. Customer's blood glucose had declined to 270 mg/dl at the end of the call. No additional information provided.